Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/05/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not finished.

Event description:
Customer reported during a routing shift check that when the autopulse platform (s/n (B)(4)) is power on, the lcd display is blank. The customer is using a nimh battery. No patient involved with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found the motor cover was damaged and the battery partition cover was missing. The autopulse platform is a reusable device and was manufactured in 09/16/2005. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform displaying an error message. The archive log review was performed and found that there was only one session shown on (B)(4) 2015 with a user advisory (ua) 136 (system error, out of service. Revert to manual CPR) error message but not on the reported date of (B)(4) 2016. There is no other activities appeared in the archive file. During functional testing of the autopulse platform, the display was observed to be very dimmed (unable to read the screen) for about 3 seconds then fault "system error, out of service, revert to manual CPR" message appeared upon power up. The processor board was replaced to remedy the fault. In summary the customer's reported complaint that the autopulse platform power up but no display was confirmed. The root cause was determined to be a defective processor board. After the processor board was replaced, the platform passed all final functional testing criteria.